Event description:
It was reported that the day after the patient presented with gi bleed, colon fiberscope confirmed bleeding at colon diverticulum. This was treated with local injection treatment which stopped the bleeding. No other clinical sequelae were reported.

Event description:
A 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in the mid lad of a pt with no issue reported. However, it was reported that, although the pt was on antiplatelet therapy, a gi bleeding event occurred approximately 4.5 months post implant of the relevant stent. Panaldine was stopped. The pt is reported to be recovered and no other clinical sequelae were reported. The physician assessed that the device, drug or the procedure are not related to this adverse event.

Manufacturer narrative:
(B) (4). Results: gi bleeding.